Manufacturer narrative:
One (1) 60-6085-201a was received in unoriginal, opened packaging. The reported catalog number was verified. The reported lot number was not verified and no lot number was identified. Visual inspection of the device found that the vaginal cone, cervical cup, and the uterine balloon were dismantled from the device. The balloon was inspected and found that a piece had torn off the side and remained attached to the lumen of the device. This tear does not appear to have caused the balloon to pop or leak, but rather is a result of being ripped away from the device. The white shrink tube at the proximal end of the uterine balloon was received inverted while still attached to the balloon, but unattached from the lumen. This suggests that the balloon was pushed off the lumen from the proximal end, causing the white tube to be oriented in that manner. The inner diameter of the vaginal cone is smaller than the diameter of the shrink tube, so it appears as if the vaginal cone was forcibly pulled away from the handle, removing the sheath and balloon along with it. The complaint states that this occurred during the removal of the uterine, which may have caused enough resistance to have ripped the cone off and resulted in dismembering of the device. The manufacturing documents from the device history record (DHR) have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A review of the DHR found no anomalies that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). In the instructions for use (IFU) the user is advised of warnings, cautions and techniques including the following: warnings: failure to separate the vaginal cup from the tissue may result in detachment of the cervical cup and/or patient injury. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare and replace it with a new vcare unit. The user is advised not to use this device for removal of the uterus. The instructions for use (IFU) states that the device is for manipulation only. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported an issue with the 60-6085-201a, vcare, medium (34mm) cup, lot # 201805151 that occurred during a robot hysterectomy procedure on (B)(6) 2018. It was reported "when removing the uterus, both cups came off and the balloon snapped off. Pieces had to be retrieved from the abdomen." There was no reported injury or impact to the patient. The procedure was successfully completed. Additional information and clarification obtained indicates the vcare balloon had been in place for approximately one (1) hour. The cervical cup had been sutured in place. They were attempting to remove the dissected uterus out of pelvic cavity vaginally, and the manipulator snapped into pieces inside the pelvis. The three pieces that broke off (the 2 cups and the balloon) had to be manually removed using a sponge stick (vaginally) from the patient's pelvic cavity. As per the physician, all pieces were removed from the patient. When removed, the balloon was deflated, unsure if the balloon was intact, and the cups were separated from each other. It was not necessary to enlarge the existing incision or to make a new incision and no additional hospitalization was required. The surgery was completed, but there was a 15 minute delay to retrieve the pieces and make sure all were found. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.